Manufacturer narrative:
Unit received with blank display due to corroded electrical board. Unit also received with minor scratched lcd window, cracked keypad at select button, missing serial number label, cracked case(battery tube), broken case, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.